Event description:
It was reported that during central processing, the customer observed the tenaculum forceps instrument was broken. The customer was unable to verify robot and date used. There was no reported injury or harm. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information: the robotic coordinator reported that the reason why there is no additional information provided for the instrument is because it was found damaged upon inspection during processing. The robotic coordinator had no additional information to provide other than what was written on the return material authorization (RMA). No further details were available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint of ¿broken.¿ the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contained the crimp was missing from the clevis. The root cause of this failure is attributed to a component failure and related to device design. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. An instrument log review was conducted, which resulted in the following findings: the logs showed the customer last used the tenaculum forceps instrument part # 470207-08 lot # n10171204-0054 on (B)(6) 2021 during a myomectomy procedure with system (B)(4). The instrument had 2 uses remaining. A review of the site's system logs for the reported procedure date was conducted, but no errors for this failure would exist in the logs. No image or procedure video was provided for review. Based on the information obtained through failure analysis, this complaint is being reported as a malfunction based on the following conclusion. The tenanculum forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.